Manufacturer narrative:
(B)(4) ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that multiple low battery warnings and multiple replace battery alarms were recorded. Evidence of short battery life was observed in the black box history. The returned battery cap was able to be fully secured to the pump and was used to complete all testing. The battery compartment was intact; no damage was observed. The pump¿s electrical current draws were found to be out of the required specifications. The pump case was removed and evidence of moisture contamination was observed on the transceiver board. The transceiver board was disconnected and the pump¿s electrical current draws returned to the required specifications. Unrelated to the complaint, evaluation revealed that the display was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump battery life did not meet the expectations of the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.